Event description:
The device was used during a sigma resection procedure. Reportedly, difficulties were experienced closing the device. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/6/1998-supplemental report #1 submitted to FDA.